Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. The sample was visually inspected and needle holes over the needle guard were noted. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and it only leaked from the needle holes over the needle guard. The valve was reflux tested and failed the test. The valve was dried. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, and on the ruby ball. The root cause for the pressure issue is due to the biological debris found on the spring, on the spring pillar and on the ruby ball, the biological debris was not letting the ruby ball sit correctly. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be reprogrammed and was revised. The initial setting was 70mmh2o. The valve was implanted due to noncommunicating hydrocephalus. Then the setting was attempted to be changed by rpg, but the setting did not change. The patient went back home on that day, but the patient had a headache and visited the hospital again. Then the CT images showed slit cerebral ventricle. Therefore a revision surgery was performed. The setting of the removed valve was 70mmh2o. The new valve has an initial setting of 110mmh2o. No hematoma or edema confirmed. The level of csf protein is unknown. It was suspected that blood and debris contaminated into the spinal fluid.